Manufacturer narrative:
(B)(4). Evaluation codes: results code corrected to 3211.

Event description:
The customer reports: the swg (spring wire guide) kinked 90 degrees and unable to insert the catheter.

Event description:
The customer reports: the swg (spring wire guide) kinked 90 degrees and unable to insert the catheter.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a used guide wire inserted through an introducer needle. The guide wire appeared to be kinked directly adjacent to the needle bevel, but it cannot be determined without the sample to evaluate. A probable cause of the kinked guide wire cannot be determined from the photos and without the sample to evaluate. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide". The report that the guide wire kinked was confirmed through examination of the customer supplied photo. The image showed the guide wire kinked; however, the actual complaint sample was not returned for evaluation. A device history record review was performed based on sales history, and no relevant manufacturing issues were identified. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the swg (spring wire guide) kinked 90 degrees and unable to insert the catheter.

Manufacturer narrative:
(B)(4). The customer did not return the actual complaint sample; however, they supplied a photo showing a used guide wire inserted through an introducer needle. The guide wire appeared to be kinked directly adjacent to the needle bevel. The customer also returned three unopened sac kits for analysis. These kits will be investigated as representative samples since the complaint sample shown in the customer photo was not returned for analysis. Visual analysis of the unopened kits did not reveal any defects or anomalies. The spring wire guide (swg) in all three kits were measured and were found to be within dimensional specifications. The swgs were able to pass through their respective needles and catheters with little to no resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide". The IFU also states, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide". The report of a kinked guide wire was confirmed through examination of the customer supplied photo; however, the customer did not return this sample for analysis. Instead, they returned three representative sac kits. Visual analysis did not reveal any defects or anomalies. Additionally, the swgs met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the swg (spring wire guide) kinked 90 degrees and unable to insert the catheter.